Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the currently available information and without device evaluation, a possible cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. Per the directions for use for the device: do not advance the implant beyond the tip of the cannula before penetrating the meniscus. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that in total three (3) devices failed. Second needle is stuck, did not deploy. First implants left un-retrieved and could not be removed. No other information has been received.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation of the first device revealed the trigger is frozen and the teeth of the gear and handle are broken. Additionally, pushrod #1 is bent and the depth stop is damaged. The most likely cause of this type of event is excessive movement of the needle from tear and or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The evaluation of the second device revealed the cannula was bent and broke in multiple locations. It appears the depth stop was not used as recommended and could have contributed to the cannula becoming bent. This event is typically caused by leveraging/prying the device during implantation procedure. It was also noted that the suture construct of the second device was frayed at the first implant. Per the complainant's event description this is most likely caused when the device was removed without the suture construct being fully deployed. The third device was returned without the suture construct. The device functioned as intended when tested in accordance with the surgical technique. Since the suture construct was not returned; the complaint on the third device cannot be confirmed this is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that in total three (3) devices failed. Second needle is stuck, did not deploy. First implants left un-retrieved and could not be removed. No other information has been received.